Manufacturer narrative:
(B)(4).

Event description:
New information stated that during the lead revision procedure, insulation anomaly was noted. The lead was capped and replaced. The patient was okay.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that upon interrogation, the right ventricular lead exhibited noise. The lead was reprogrammed. The patient was in good condition.